Manufacturer narrative:
Additional patient information: patient height is reported as (B)(6). Patient exact weight is (B)(6). Date of postoperative non-union and screw breakage is unknown. This report is for one (1) unknown plate. The plate was not explanted during the revision procedure on (B)(6) 2015. As specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent an open reduction internal fixation (orif) procedure of the left humerus on (B)(6) 2015. During that procedure, the patient was implanted with an unknown plate and screws. Sometime post-operative, the patient developed a non-union, which was later attributed to broken hardware. A revision procedure was performed on (B)(6) 2015. Five (5) broken screws were removed, although fragments were left in the patient. The original plate remained implanted, but was revised with new screws and bone graft. The procedure was completed successfully with no reported delay. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).